Event description:
On (B)(6) 2026 a single use aspiration needle na-u401sx was opened for use and attached to the scope. Prior to touching the patient it was noted that the sheath that protects the needle didn't appear right. The edges were jagged. The team used a second one and it appeared and functioned normally. On (B)(6) 2026 bronchoscopy procedure started around 7am, airway inspection done first with diagnostic scope before switching to ebus scope. 21g needle introduced once sample location was identified. Pulmonologist set the sheath per manufacturer guidelines. Despite the sheath being locked into place, it was observed to be moving as the doctor was attempting to navigate to the lymph node to be sampled. Multiple attempts were made to re-lock the sheath to stay in place but the issue persisted. The decision was made to change needles due to sheath issues. A brand new 21g needle was opened and the process was repeated to set the sheath per manufacturer guidelines. The sheath of the second needle was observed to have movement once locked into place but to a lesser degree. Physician decided to advance the needle and attempt a sample. Once deployed, the tip of the needle appeared to shift in an abnormal way, disappeared from view, and decision was made to withdraw the needle. The physician was unable to fully withdraw the needle and felt resistance ultimately requiring additional assistance to dislodge before being able to safely remove from the bronchoscope. The patient was not harmed and the needle remained intact upon inspection once removed, however the end of the needle was curved at an approximate 45-degree angle. This resulted in damage to the scope. Decision was made to open a third 21g needle due to concerns of patient and equipment safety. Third 21g needle operated as expected with no evidence of being defective. Case was completed with no additional complications and the procedure was ultimately able to be completed using the third 21g needle. All three needles came from the same lot number. Patient code: 4582. Device codes: 4013; 1667; 3023; 4012; 1528; 2976. Ref report: mw5183245.